Manufacturer narrative:
Details of complaint: the customer reported that the multiple patient receiver (org) was displaying signal loss. The customer also reported that they had checked all the antennas, and the green indicator was lit on all of them. No patient harm was reported. Investigation summary: a nihon kohden onsite technician performed a spectral analysis for signal frequency strength and found the signal to be at the optimal level. Upon further inspection of the facility's equipment, the technician noted the org to be old and maybe overheating during use. It was suggested that they upgrade to a newer unit. The root cause is determined to be the age of the org (mu-970ra), most likely having wear and tear from prolonged use. The warranty for the unit began on 8/25/2006 and expired on 8/25/2011. This unit has been in operation since 2006 (14 years).

Event description:
The customer reported that the multiple patient receiver (org) was displaying signal loss.

Manufacturer narrative:
The customer reported that their multiple patient receiver (org) is displaying signal loss. The customer also reported that they have checked all of the antennas, and that they all have the green light on. No harm or injury was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that their multiple patient receiver (org) is displaying signal loss.